Event description:
It was reported that they had multiple clips that would not stay on the cystic artery. They used another device to complete with no patient consequence. They disposed of the device.

Manufacturer narrative:
Date sent: 04/23/2008. Information is unavailable; device was not returned for evaluation.